Manufacturer narrative:
The instructions for use for the ijs-e system includes the following warning: "the device is not designed to withstand the stress of weight bearing, load bearing, or excessive physical activity. Device loosening or breakage may occur when the implant is subjected to excessive loading during soft tissue healing or delayed healing." The patient's use of their splinted arm while confined to a wheelchair likely contributed to this failure.

Event description:
An implanted ijs-e (internal joint stabilizer - elbow) broke at the base of the boom arm six days after initial implantation.